Manufacturer narrative:
Initial reporter facility name: (B)(6). Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 3.00x38mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Damage was noted to multiple locations along stent with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the left circumflex artery. A 3.00 x 38mm promus element long drug-eluting stent was advanced for treatment. However, it was observed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age of time of event: 18yrs or older. Initial reporter facility name: (B)(6) medical university. Device is a combination product.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the left circumflex artery. A 3.00x38mm promus element long drug-eluting stent was advanced for treatment. However, it was observed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.